Event description:
It was reported by service report that the field service tech was performing preventative maintenance and found that the wheels were worn slightly. No pt involvement or adverse consequences are reported.